Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, main drawer 5 failed to unlock during the recovery attempt. Nothing was jammed or obstructing the drawer, but the latch mechanism appeared to be broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, main drawer 5 failed to unlock during the recovery attempt. Nothing was jammed or obstructing the drawer, but the latch mechanism appeared to be broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, main drawer 5 failed to unlock during the recovery attempt. Nothing was jammed or obstructing the drawer, but the latch mechanism appeared to be broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and was unable to unlock during recovery attempts. The field service engineer (fse) found that the drawer 5 assembly bar was damaged. The fse replaced the assembly bar and the controller board, after which all functions returned to normal. The fse also identified that the full height (fh) matrix bin was not successfully latching closed. They removed excess plastic from the latch block that had been preventing the red lever from fully engaging. The drawer became fully functional when closed with additional force however, it should have closed smoothly without requiring extra pressure. The fse planned to order a new fh matrix bin and replace it. The full height matrix drawer continued to intermittently fail to close. After previously servicing the device, the issue persisted. The fse replaced the entire drawer, rebooted the device, and reassigned the drawer to the system. No other issues were present. The system functioned after the field service engineer repaired the device.